Event description:
It was reported that the lockscrew spun freely half-way during insertion. The surgeon left the lockscrews as is and closed the surgical area.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.